Manufacturer narrative:
(B)(4). Batch # r9334m. Date of event is 2020. Event day and event month were not reported. Investigation summary: the handpiece was received with the nose cone cracked. In addition and coating material of the housing was flaking off. Based on prior investigations, the loose particles on the surface are likely aluminum oxide from the base material. It was evaluated with a test instrument and a ¿no uses remaining- replace handpiece¿ alert screen was displayed by the generator when it was connected to perform the functional testing. Further analysis confirmed that the handpiece has already been used 95 times. The handpiece is a re-useable instrument with a limited service life. The device is programmed with a counter to limit the service life to 95 procedures. The ¿no uses remaining- replace handpiece¿ alert screen advises that the handpiece has reached the end of life. This is not related to a functional failure. The instrument was disassembled to inspect the internal components and the moisture indicator was positive. Due to the cracked nose cone, moisture entered the handpiece mid-housing. Analysis was unable to determine the exact root cause that lead to crack in the handpiece nosecone. It is possible that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during an unknown procedure, the device was defective. It is unknown how procedure was completed. There was no patient consequence.